Manufacturer narrative:
(B)(4). A boston scientific technical services consultant confirmed with the caller that connections were secure. Impedance, thresholds and sensing measurements were all good. The noise was resolved by the end of the implant procedure. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during implant of this system, intermittent noise was noted on the right ventricular (rv) channel. No adverse patient effects were reported.